Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was taking place when the issue occurred was completed as planned after the user deleted old images from the system. No harm to the patient or user was reported. A philips remote service engineer (rse) connected with the customer and confirmed that the "free disk space is too low" error message was still visible. A philips field service engineer (fse) inspected the system onsite. Troubleshooting determined that the image store in the image processing pc (ippc) database needed to be recreated. The fse performed the necessary repairs, and, after this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the storage space was low, which would impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.